Manufacturer narrative:
Product complaint # (B)(4). Investigation summary; the complaint device was received and evaluated. Visual inspection revealed that the distal portion of the drill was broken, confirming this complaint. Closer visual inspection revealed a break at the laser weld which connects the drill tip to the shaft, which caused the entire drill tip including the portion contained within the shaft to become completely disengaged. A k-wire was returned within the device. The distal end of the k-wire was bent and stuck within the drill tip. The bent wire indicates that the drilling was likely off axis, which could cause the weld to fail. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. The lot number is currently unavailable.

Event description:
The wick broke durin procedure. (Ancillary n°12). Procedure has been extended for an hour . No patient consequences.